Event description:
It was reported the er320 was used during a laparoscopic cholecystectomy. It was reported by the rep that the clip applier came from a fdc81 lap cholecystectomy kit. The surgeon states the clips are defective. Another clip applier had to be opened to complete the case. There was no consequence to the pt.